Manufacturer narrative:
B3: event date is not known. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown drug via an implantable pump for spinal pain. It was reported that the handset stops at 90% when connecting to the pump for at least a month. They also saw 'close app or wait' - unexpected error. Agent reviewed closing all apps and had them clear data on the handset. They connected to the pump without lag issue. They will monitor lag issue and call back if further assistance is needed.